Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen. There was no patient involvement. There is no eval/repair info at this time if the customer reports any further info covidien will submit a follow up MDR.